Manufacturer narrative:
The device in question will not be returned to boston scientific as it was implanted into the pt. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. However, the directions for use (dfu) for this product family state under the warnings section "if excessive resistance is encountered during the use of the neuroform microdelivery stent system or any of its components at any time during the procedure, discontinue use of the system. Movement of the system against resistance may result in damage to the vessel or a system component".

Event description:
It was reported that the stent deployed prematurely near the internal carotid artery (ica) during a stenting and aneurysm coiling procedure. The procedure was completed with the use of another similar device. There was no allegation of pt harm. No addition, it was also reported that the pt's anatomy was a little tortuous. No further info has been disclosed at this time.